Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (90% stenosis). Inherent risk of procedure (stent deformation). Deformation issue (stent). Evaluation conclusions: device failure related to patient condition (90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use a 2.75 x 18 mm endeavor resolute rx drug eluting stent to treat a lesion in the middle of the lad. Angiograph results showed 90% stenosis, the lesion was calcified and the vessel was tortuous. The device was prepped prior to use with no issues noted. The lesion was pre-dilated (23atm, 10s), but the device could not pass the lesion. The physician used another device to complete the surgery. No patient complications reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th proximal segment was deformed, the 5th and 6th distal segments were misaligned with slightly raised struts . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.